Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and had corrosion inside, the threads on the battery cap were stripped, and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were pump reboots observed in the black box history. The battery compartment was cracked. There was a leak at the battery compartment and corrosion was observed inside the compartment. The returned battery cap had stripped threads and was unable to be secured to the pump. A test battery cap was able to be secured and exercised for 24 hours with no power loss observed. The display screen was dim and discolored. There was no evidence of internal moisture observed when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).